Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Additionally, there is no allegation of a device malfunction or deficiency related to this event. Therefore, the completion of a clinical investigation is not warranted at this time. Should additional information become available related to a fresenius device(s) and/or product(s), please re-submit for a clinical review and the need for a clinical investigation will be reassessed accordingly.

Event description:
During follow-up for a hospitalization, it was reported that this dialysis patient has a history of a hernia repair. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient underwent a hernia repair for an incarcerated umbilical hernia with fluid collection on (B)(6) 2021. The patient was not on peritoneal dialysis (pd) at the time of the hernia repair. The patient had received a kidney transplant. It could not be confirmed if this occurred at the time of the first or second transplant. The patient has been on pd, home hemodialysis (hd), in-center hd, and transplanted twice. There is no documentation to confirm the timing of the hernia diagnosis. The only confirmation was that the patient was not on pd at the time of the repair. The cause of the hernia is also unknown. An umbilical hernia is a defect in the ventral abdominal fascia at or near the umbilicus with the umbilicus being a frequent site of hernia.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
During follow-up for a hospitalization, it was reported that this dialysis patient has a history of a hernia repair. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient underwent a hernia repair for an incarcerated umbilical hernia with fluid collection on (B)(6) 2021. The patient was not on peritoneal dialysis (pd) at the time of the hernia repair. The patient had received a kidney transplant. It could not be confirmed if this occurred at the time of the first or second transplant. The patient has been on pd, home hemodialysis (hd), in-center hd, and transplanted twice. There is no documentation to confirm the timing of the hernia diagnosis. The only confirmation was that the patient was not on pd at the time of the repair. The cause of the hernia is also unknown. An umbilical hernia is a defect in the ventral abdominal fascia at or near the umbilicus with the umbilicus being a frequent site of hernia.